Event description:
Reportedly, the pt experienced an atrial arrhythmia; therefore an external shock was delivered to reduce this arrhythmia. During this procedure, the paddle was positioned over the pacemaker. After the procedure, pacing in voo at 70 min-1 was observed and the pacemaker could not be interrogated. A complete device reinitialization was attempted through a switch to standby mode, but this attempt failed. Therefore the device was explanted.

Manufacturer narrative:
Conclusion: the absence of output and telemetry observed on the returned unit resulted from damage of the protective components (including the protective diodes), which induced an overconsumption. The difficulties to interrogate and reprogram the device could be explained by partial damage on the internal circuits provoked by the external shocks. This damage most likely resulted from the external defibrillation shock, given the fact that the patch was pasted just in front of the implantable pacemaker. The symphony dr 2550 devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias.